Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure and a "small portion of cement leakage was confirmed peri-operatively". The patient is asymptomatic and no treatment has been required. No further complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the bkp was performed at l1. The patient was hospitalized to receive a surgery on (B)(6) 2011 and was discharged on (B)(6) 2011. The following adverse events were additionally reported. On (B)(6) 2011, postoperative wound pain and redness developed. For the treatment of the event wound pain, medication (unspecified) was administered. The event details including outcome for the event redness was unknown. For the event wound pain, the event outcome was reported to be ¿resolved¿ on (B)(6) 2015. The physician considered that both events were due to the patient-specific factor and were not causally related to the bkp product. On (B)(6) 2011, lower back pain and general malaise developed, requiring no treatment. The event details including outcome was unknown. The physician considered that both events were due to the patient-specific factor and were not causally related to the bkp product.

Manufacturer narrative:
(B)(4).